Event description:
It was reported while using bd lsrfortessa¿ so waste leaked outside of instrument. There was no user impact. It was reported that there is a sip drip. Are you using this product for clinical diagnostic tests? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? N/a. Was there a fluidic leak or spill? Yes. No erroneous results, no one was injured in the making of this case & there were no burning smells or odd sounds. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath & waste fluid. What is the source of leak/spill? Waste or non-waste line. Both. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Leak or drip was under pressure but was not spraying nor squirting nor pulsing nor oozing. Leak was just leaking/dripping out from the cuvette.

Manufacturer narrative:
After further review MFR# is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd lsrfortessa" so waste leaked outside of instrument. There was no user impact. It was reported that there is a sip drip. Are you using this product for clinical diagnostic tests? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? N/a. Was there a fluidic leak or spill? Yes. No erroneous results, no one was injured in the making of this case & there were no burning smells or odd sounds. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath & waste fluid. What is the source of leak/spill? Waste or non-waste line. Both. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Leak or drip was under pressure but was not spraying nor squirting nor pulsing nor oozing. Leak was just leaking/dripping out from the cuvette.